Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Due to no device return, an investigation could not be performed.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprostheses (tambe) in the aaa1701 tambe pivotal study. On the date of the procedure, left renal artery dissection was reported. It was reported that the dissection was not pre-existing. The principal investigator reported that the dissection likely occurred from a combination of factors, primarily the pre-existing atherosclerotic disease and plaque in the area of stenting and the use of the gore® viabahn® vbx balloon expandable endoprostheses (vbx). The physician made the observation that the stiff and non-compliant balloon of the vbx device is, "according to our experience, prone to cause dissections in patients with vascular disease". It was noted that the event was resolved on the same day. Medtronic stents were placed to treat the dissection.